Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a loss of capture and high pacing impedance were observed on the right ventricular (rv) lead. Provocative testing was performed, and noise could also be observed on the rv lead. Lead damage was suspected, but could not be confirmed, to be the cause of the electrical anomalies. Abbott technical support was contacted and recommended lead replacement, however, the device was reprogrammed to resolve the event. The patient was in stable condition.